Event description:
Upon interrogation at office visit, it was noted that the pt's generator was programmed to oma output current instead of to prescribed settings. The pt was not receiving the prescribed vns therapy as a result of the oma normal mode output current setting. It was reported that device normal mode output current was programmed to 1.75ma last office visit. Treating neurologist did not recall whether there was an interruption during previous programming session, which may inadvertently have caused the normal mode output current to reset oma at last office visit. The pt's device was reprogrammed to prescribed setting. Treating neurologist plans to monitor the pt's device at future office visits. No adverse event was reported in conjunction with the suspected programming anomaly. User error during previous programming session is suspected.